Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery became hot to touch while charging. Reportedly, no temperature alarms occurred due to this issue. Additionally, it was reported that a malfunction alarm occurred. The customer's blood glucose level was 217 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.